Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. PMA/510(k): k101880. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was spinning, due to the time the implant was in the patients¿ mouth, it is determined that the complaint category reflected as unable to place in osteotomy. Patient will need to come back for implant to be placed. Where implant was spinning they would just come out and area had to be grafted with bone and membrane. Cortical cancellous used with membrane. Tooth location #19.